Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements in describe event or problem. Please refer to statement dated 07feb2017 in describe event or problem. No further follow up is planned evaluation summary a male patient stated the injection button of his humapen ergo ii device could not be pushed down. The patient experienced decreased and increased blood glucose. The device was not returned to the manufacturer for investigation (batch (B)(4), manufactured september 2008). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to the dose accuracy or the pen jammed complaints. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. The patient used the device for six years which is beyond its approved use life. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the complaint of increased blood glucose.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a (B)(6) male patient of unknown origin. Medical history was not provided. Concomitant medications included yulan (as reported) hypoglycemic tablets. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30) via reusable pen (humapen ergo ii) 25 no units in the morning and 15 no units at night daily, subcutaneously for the treatment of diabetes beginning in 2010. She received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) via reusable pen (humapen ergo ii) 25 no units in the morning and 15 no units at night daily, subcutaneously for the treatment of diabetes beginning in 2014. In 2014 his physician advised him to switch from human insulin isophane suspension 70%/ human insulin 30% to insulin lispro protamine suspension 75%/ insulin lispro 25%, more details were not provided. On an unspecified date in (B)(6) 2016, the injection button of the humapen ergo ii could not be pushed down ((B)(4)/ lot 0809d03). There was no foreign material in the pen; the needle was single use and not bent; the injection button was pressed slowly. The issue was not solved. On (B)(6) 2016, he discontinued insulin lispro protamine suspension 75%/ insulin lispro 25% due to on (B)(6) 2016 her physician advised him to switch from insulin lispro protamine suspension 75%/ insulin lispro 25% to human insulin isophane suspension 70%/ human insulin 30% and yulan, but he refused to take half dose of human insulin isophane suspension 70%/ human insulin 30%; he did not follow his prescription and took his original injection dose (25 no units in the morning and 15 no units at night). On (B)(6) 2016 he experienced low blood sugar due to which he was hospitalized. He also discontinued yulan for unknown reason. No more details regarding hospitalization as corrective treatments or laboratory tests done while hospitalized. On (B)(6) 2016 his blood glucose could not decrease after taking human insulin isophane suspension 70%/ human insulin 30%. On (B)(6) 2016 he was discharged and he bought a human insulin isophane suspension 70%/ human insulin 30% and after use it, it was completely useless ((B)(4)/ lot number: c459536d). On (B)(6) 2016 his fasting blood glucose (fbs) was 6 (no units or reference range). On (B)(6) 2016 his postprandial blood sugar (ppbs) two hours after meals was 15.6 (no units or reference range). On (B)(6) 2016 his ppbs was 19.6 (no units or reference range). Information regarding corrective treatment was unknown. Outcome of the events was not recovered. Insulin lispro protamine suspension 75%/ insulin lispro 25% therapy was discontinued. Human insulin isophane suspension 70%/ human insulin 30% therapy was continued. The operator of the humapen ergo ii was unknown and his training status was not reported. The humapen ergo ii model and suspect humapen ergo ii duration of use was about six years. The action taken with the suspect device was unknown. The device was used beyond the shelf life. The device was not returned. The reporting consumer assessed the event of blood glucose could not decrease as related to human insulin isophane suspension 70%/ human insulin 30% and did not know if the remaining events were related to human insulin isophane suspension 70%/ human insulin 30%. The reporting consumer did not provide an assessment of relatedness between the events and insulin lispro protamine suspension 75%/ insulin lispro 25% or humapen ergo ii. Update 16-nov-2016: initial information received on 10-nov-2016 and follow up information received on 11-nov-2016 were processed at the same time. Edit 16nov2016. Case was opened to enter the medwatch device fields for device mailing. No new information. Update 15-dec-2016: product complain numbers were received on 12-dec-2016. (B)(4) was processed. Updated narrative with the new information. Edit 24-jan-2017: upon review of initial information received on 10-nov-2016, it was removed blood glucose test regarding (B)(6) 2016 date; it was changed frequency on second dose tab for insulin lispro to each evening, improper use field to yes of humapen ergo ii, added more details of description for concomitant medication, device operator as not reported and it was amended the device model and suspect duration of use in suspect device paragraph. Narrative was amended accordingly. Update 06-feb-2017: upon review, the product (B)(4) and product complaint information was added to the narrative. Update 07feb2017. Additional information received 07feb2017. On the device tab entered the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the medwatch field with the device information and the narrative was updated accordingly. Edit 07feb2017. Case opened to correct the additional manufacturer comment on the medwatch fields for device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint, concerned a (B)(6) male patient of unknown origin. Medical history was not provided. Concomitant medications included yulan (as reported). The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30) via reusable pen (humapen ergo ii) 25 no units in the morning and 15 no units at night daily, subcutaneously for the treatment of diabetes beginning in 2010. She received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) via reusable pen (humapen ergo ii) 25 no units in the morning and 15 no units at night daily, subcutaneously for the treatment of diabetes beginning in 2014. In 2014 his physician advised him to switch to insulin lispro protamine suspension 75%/ insulin lispro 25%, more details were not provided. On (B)(6) 2016, he discontinued insulin lispro protamine suspension 75%/ insulin lispro 25% due to on (B)(6) 2016 her physician advised him to switch to human insulin isophane suspension 70%/ human insulin 30% and yulan, but he refused to take half dose of human insulin isophane suspension 70%/ human insulin 30%; he did not follow his prescription and took his original injection dose (25 no units in the morning and 15 no units at night). On (B)(6) 2016 he experienced low blood sugar due to which he was hospitalized. He also discontinued yulan for unknown reason. No more details regarding hospitalization as corrective treatments or laboratory tests done while hospitalized. On (B)(6) 2016 his blood glucose could not decrease after taking human insulin isophane suspension 70%/ human insulin 30%. On (B)(6) 2016 he was discharged and he bought a human insulin isophane suspension 70%/ human insulin 30% and after use it, it was completely useless. On (B)(6) 2016 his fasting blood glucose (fbs) was 6 (no units or reference range). On (B)(6) 2016 his postprandial blood sugar (ppbs) two hours after meals was 15.6 (no units or reference range). This event is considered serious due to medically significance. On (B)(6) 2016 his ppbs was 19.6 (no units or reference range). This event is considered serious due to medically significance. Information regarding corrective treatment was unknown. Outcome of the events was not recovered. Insulin lispro protamine suspension 75%/ insulin lispro 25% therapy was discontinued. Human insulin isophane suspension 70%/ human insulin 30% therapy was continued. The operator of the humapen ergo ii was the patient and his training status was not reported. The humapen ergo ii model duration of use was about six years and the suspect humapen ergo ii duration of use were not provided. The action taken and the return status of the suspect device were unknown. The reporting consumer assessed the event of blood glucose could not decrease as related to human insulin isophane suspension 70%/ human insulin 30% and did not know if the remaining events were related to human insulin isophane suspension 70%/ human insulin 30%. The reporting consumer did not provide an assessment of relatedness between the events and insulin lispro protamine suspension 75%/ insulin lispro 25% or humapen ergo ii. Update (B)(6) 2016: initial information received on (B)(6) 2016 and follow up information received on (B)(6) 2016 were processed at the same time. Edit (B)(6) 2016. Case was opened to enter the medwatch device fields for device mailing. No new information.